Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A caller reported receiving an unspecified low sensor when compared to a healthcare professional (hcp) meter and experienced a seizure. The customer had contact with an hcp who obtained a glucose result of 570 mg/dl and treated the customer with unspecified treatment for the diagnosis of hyperglycemia. It was further reported that the customer¿s blood sugar level decreased ¿300-150¿. It was noted that the customer was placed in the intensive care unit (ICU) but the duration of their stay is unknown as no further information was reported. There was no report of death or permanent injury associated with this event. Additionally, a sensor scan of 250 mg/dl was compared to an hcp meter blood glucose result of 570 mg/dl and when the results were plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant.